Event description:
It was reported the patient¿s stimulation would turn on and off and pulse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type extension; product ID 3889-28, lot # v004099, implanted: (B)(6) 2006, product type lead. (B)(4).